Manufacturer narrative:
The insulin pump had intermittent button response on the down arrow button due to corroded keypad traces. No unexpected button error alarms noted. Moisture damage on all electronic assemblies noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated she was camping at the lake and she fell off a raft and the insulin pump got wet. Blood glucose value was 118 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.